Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the doctor chose not to aspirate during the revision and there was not a problem. The patient not receiving pain relief had been resolved. The catheter was inadvertently thrown away by the customer. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-jun-2009, UDI#: (B)(4). Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver bupivacaine [14 mg/ml] at 17.389 mg/day and fentanyl [375 mcg/ml] at 465.77 mcg/day, indicated for non-malignant pain. It was reported that the patient did not feel he was receiving pain relief. The event date was asked but unknown. It was noted that the patient was not experiencing withdrawal. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The hcp performed a catheter dye study on (B)(6) 2018. It was reported that they were unable to aspirate from the catheter access port (cap) while trying to do a catheter dye study. They calculated how much drug the patient would get if they just pushed the drug into the intrathecal space and the hcp was okay with the patient getting that. The hcp was not able aspirate; however, he chose to ¿push¿ the preservative free contrast in. Assistance was requested calculating how long it would take if they resumed the original programming and did not perform a priming bolus. The following calculations were reviewed: catheter volume: 0.196 ml flow rate: 465.77 mcg/day ÷ 375 mcg/ml = 1.24 ml/day duration: 0.196 ml ÷ 1.24 ml/day = 3 hrs 47 min the hcp pushed the contrast in, and they could see the catheter fill. The hcp stated that it pushed easily, and the patient did not have any problems with this. The physician felt this was a good study. It was indicated that he has ordered an MRI (magnetic resonance imaging) as well. Surgical intervention did not occur, and it was asked but unknown if it was planned. It was indicated that the issue was resolved at the time of the report and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated it was unknown at this time what the issue was. The cause of the inability to aspirate/difficulty aspirating from the cap was also unknown. The patient had a MRI scheduled for (B)(6) 2018 and it was also unknown what actions/interventions were taken to resolve the patient not receiving pain relief. It was also reported the bolus the patient was given during the cap access did not have an impact on the patient. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the results of the MRI were unknown and the patient was scheduled for a catheter revision on (B)(6) 2018. No further complications were reported/anticipated or expected.